Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked due to a damaged pipe (line); the solution ran out of the line. This was observed during filling with 5% glucose. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from may 04, 2022 - may 11, 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.